Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient had a syncopal episode. The health care professional (hcp) reported that this patient is very active and the histograms show that 90% of the patient's heart rate is around 50-80 paces per minute. The patient's own rate is 30 beats per minute and a recent echocardiogram was normal. When the patient walks they reported feeling diaphoretic and nauseous. The programming was updated to reflect a more robust ventilation response for the patient's activity. Boston scientific technical services (ts) agreed with the programming updates. The patient will be monitored. No additional adverse patient effects were reported.